Event description:
It was reported that caller states ins turned off once about 3 years ago. Caller states they took the cats to the vet and then went to a (B)(6) and when patient came out he said he couldn't walk, couldn't cut his food or shower. Caller states not knowing what happened it was just like instant that it happened. Nurse practitioner turned therapy back on. See (B)(4) for report of communicator replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.